Event description:
It was reported that the 9900 sys would not turn on prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The biomed tightened the power cord connections and reset the breakers during the svc call. The sys was found to be working and put back into svc.